Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe with hypodermic needle precisionglide¿ there was a mix of product. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that only syringe in the lot with a red cap.

Manufacturer narrative:
H6: investigation summary: one sealed packaged syringe and one photo of a 5ml luer-lock syringe (p/n 309635) batch 1274106 with red needle attached was received and evaluated. The packaged sample has an 18x1 ½ inch blunt fill needle attached to the syringe in a 20x1 ½ inch package. The condition observed is non-conforming per product specification. Potential root cause for the incorrect needle defect is associated with the assembly process. As a corrective actions, quality deficiency notice was given to a responsible associate for line clearance and quality alert will be issued to the entire plant for awareness. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using bd syringe with hypodermic needle precisionglide¿ there was a mix of product. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that only syringe in the lot with a red cap.